Event description:
Customer reported a failure code 16:310. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer stated incident occurred during biomed testing. Although baxter requested, no add'l info was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.